Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump [by program details] for non-malignant pain and reflex sympathetic dystrophy (rsd) /causalgia - complex regional pain syndrome. It was reported that the patient's pump is alarming and a motor stall has occurred. It was unknown if there were any environmental/ external/patient factors that may have led or contributed to the issue. The pump logs were ran and the logs showed a motor stall occurred on (B)(6) 2016 followed by motor stall recovery on (B)(6) 2016. Another motor stall occurred again on (B)(6) 2016 and the pump was currently stalled. Actions taken to resolve the event included the pump having been programmed to a minimum rate. No surgical intervention occurred, however pump replacement was recommended. It was unknown if surgical intervention was planned. The issue was unresolved at the time of the report (as of (B)(6) 2016). The patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained.

Event description:
Additional information received reported that per the reporter there was no known cause or factors that may have led to the motor stalls. The actions taken to resolve the issue to the knowledge of the reporter were oral meds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.